Event description:
Per the clinic, the patient experienced an infection and subsequently was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 15, 2021.